Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or is related to a death or injury.

Event description:
It was reported that subject: (B)(6) : experienced shoulder dislocated in their sleep on (B)(6) 2018. Had to have shoulder reduced in ER under sedation. Said this has happened before in (B)(6) 2017 also. Xrays show cracked lesser tuberosity with medial displacement. Recommended revision surgery to make joint tighter and fix lesser tuberosity if possible.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject: (B)(6): experienced shoulder dislocated in their sleep on (B)(6) 2018. Had to have shoulder reduced in ER under sedation. Said this has happened before in (B)(6) 2017 also. Xrays show cracked lesser tuberosity with medial displacement. Recommended revision surgery to make joint tighter and fix lesser tuberosity if possible.